Event description:
Laparoscopic gastric bypass completed in 2004 during which peri-strips were used in completion of the pouch. Approx 3 weeks post operatively, pt noted immediate sense of fullness when eating, nausea and vomiting. The pt was admitted in 2004 for an exploratory endoscopy which revealed that a large piece of the peri-strip had migrated into the lumen of the pouch. This was successfully excised with approximately 90% of the peri-strip removed thus alleviating the obstruction. The pt was discharged the day of the procedure and is now doing well and free of undesired symptoms.